Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 4 months, 12 days post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve presented severe paravalvular leak noted on echo due to being under-deployed. The patient underwent balloon aortic valvuloplasty of the sapien 3 ultra resilia valve with a 24mm tru balloon. Post bav, tee showed no paravalvular leak, but there was mild central aortic insufficiency. The team did not want to do anything more, but to monitor the patient for now. The patient was sent to recovery in stable condition. There were no allegations of an edwards device deficiencies. Per additional information received, the patient complains of continued shortness of breath on exertion, fatigue and pedal edema. The patient denies any chest pain or dizziness. Post operative echo done showed trivial to mild paravalvular leak. An echo doppler done 1 year later showed normal lvef 55%, 2 separate jets of paravalvular leak likely severe "[combined pvl 35 to 40%]". The valve itself looks structurally normal. There was a mean gradient of 27mmhg.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time.the device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation and increased gradients were confirmed based on the information available to date. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event.elevated gradient may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis.in this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, etc.), which are factors that may increase the risk of early valve degeneration, leading to increased gradients as reported.as such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, limited information was provided; therefore, a definitive root cause is unable to be determined at this time.per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.in this case, a non-ew balloon (24mm true balloon) was used for the post-dilation, and the central regurgitation was observed after post-dilation. It was likely the over expanded the implanted valve, leading to the central regurgitation. In addition, it is recommended to use the same delivery system to perform the post-dilation. As such, available information suggests that procedure factors (post-dilation with non-ew device) may have contributed to the complaint event.per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included.in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (under-deployment) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.